Manufacturer narrative:
Additional information: lot number is unknown. There is no exact information available regarding implant date but it was from 2011 to 2012. No information on when the ccta was performed, but it occurred when the patient presented with recurrent angina. The patient had in-stent restenosis due to the stent fracture. It was treated with another new generation drug eluting stent. The symptoms were relieved after treatment. (B)(4). Complaint conclusion: as reported in the publication by chung, et al. ¿stent fracture and longitudinal compression detected on coronary CT angiography in the first- and new-generation drug-eluting stents¿ in the international journal of cardiovascular imaging (2015), 1-10; one of the patients implanted with a cypher stent in this study developed recurrent angina, in-stent restenosis and a stent fracture. The patient was successfully treated with a new-generation drug-eluting stent (des) with subsequent symptom relief. The purpose of the study was to evaluate the prevalence and clinical implication of stent fracture and longitudinal compression in first- (including cypher and taxus) and new-generation (including xience, promus, endeavor, endeavor plus, xienceprime, promus element, nobori and biomatrix) des. This retrospective study was conducted from may 2011 to february 2013 at one institution. Three hundred and seventy-four consecutive patients with 535 stents who underwent percutaneous coronary intervention (pci) with des who had also undergone a follow-up coronary computed tomography angiography (ccta) due to recurrent angina were enrolled in the study. Of the 535 stents implanted in the study patients, 287 stents were cypher stents which composed the cypher arm of the study. One of the patients in the cypher arm of the study was identified as a 42 year old female who had undergone implantation of a cypher stent in her mid left anterior descending artery in 2011 or 2012. At some later point, she presented with recurring angina and underwent ccta. This testing revealed a sudden loss of a stent strut suggesting stent fracture with dislocation of the distal segment and in-stent restenosis. The patient was successfully treated with a new-generation drug-eluting stent (des) with subsequent symptom relief. The authors of the article concluded that stent fractures were associated with younger patients and with excessively tortuous lesions. Stent fracture rates were comparable between first- and new-generation des. They further concluded that stent fracture was not associated with poor clinical outcomes. The product remains implanted in the patient and is thus not available for return. In addition, a review of the manufacturing records could not be conducted without a lot number. Without the return of the device for analysis, the reported event could not be confirmed and no determination of possible contributing factors could be made. Based on the information available for review, there are vessel characteristics (tortuous lesions) and patient (younger population) that may have contributed to the reported event. Without a lot number to conduct a device history record review, it is not possible to determine if the reported event was related to the manufacturing process. Therefore no corrective actions will be taken at this time.

Manufacturer narrative:
This complaint was found during a recent literature search of this device. The citation is as follows: chung et al (2015). Stent fracture and longitudinal compression detected on coronary CT angiography in the first- and new-generation drug-eluting stents. The international journal of cardiovascular imaging, 1-10. (B)(4). The catalog code provided (cypherous), represents an unknown cypher stent. The catalog and lot number for the actual product used in the procedure are unknown. The product remains implanted, and is thus not available for analysis. Device history record (DHR) review could not be conducted as a lot number was not provided additional information is pending and will be submitted within 30 days upon receipt. Please note that the implant date is unknown. Please note that the event date is reflecting the date the article was published on site. However, the exact date of publication is unknown. This is one of three reports capturing events provided in the attached article and the associated manufacturer report numbers are 9616099-2015-00604, 9616099-2015-00605, and 9616099-2015-00606. (B)(4).

Event description:
As reported in the publication by chung, et al stent fracture and longitudinal compression detected on coronary CT angiography in the first- and new-generation drug-eluting stents; the international journal of cardiovascular imaging (2015); 1-10; images for a patient revealed the sudden loss of a stent strut, suggesting stent fracture with dislocation of the distal segment. From may 2011 to february 2013, 374 patients with 535 who underwent percutaneous coronary intervention (pci) with drug-eluting stents as well as follow-up coronary computed tomography angiography (ccta) due to recurrent angina. In one case, a (B)(6) year-old female with a cypher stent placed in the mid-left anterior descending artery presented with angina. Curve planar reconstruction, cross-sectional, and multiplanar reconstruction and thick&#13516;ap maximal intensity projection images revealed the sudden loss of a stent strut, suggesting stent fracture with dislocation of the distal segment.